Manufacturer narrative:
On an unreported date, the patient was hospitalized for peritonitis for eleven days. During hospitalization, the catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter telephone number: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient went to "a & e" two days prior to receipt of this report; however, it was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, pd therapy was discontinued and hemodialysis was started. At the time of this report the patient outcome was not reported. No additional information is available.